Event description:
Consumer sent a letter noting he received 3 large burn blisters after using an ace heat therapy patch. Went to his doctor for treatment, diagnosed it as 3rd degree burns and was treated with anti bacterial ointment.

Manufacturer narrative:
Consumer sent a letter with information on the incident. Wants a refund for the product. Does not have product to return for evaluation. Unable to conduct product evaluation. Will continue to monitor.